Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 528 mg/dl. Customer stated they not been hooked up to the pump for some time so that is why blood glucose were high. Customer had not been on the insulin pump and was not linked up and not hooked up to the pump so there was not infusion set no reservoir link to this issue. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.